Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, flat crease, and fluids clear inside the device. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified a sharp opening on the posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is a sharp opening on the posterior side due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation, on an unknown side. Manufacturer of the device is unknown. The device remains implanted.